Event description:
It has been reported to philips that the control module for the c-arm is not working correctly. When a button is pressed to move the c-arm left or right, it will also trigger one or two of the other movements. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the control module for the c-arm is bad and needs to be replaced. The clinical usage of the system is unknown, patient and the procedural outcome is unknown due to insufficient info. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.